Manufacturer narrative:
Concomitant medical product: product ID dtma1d1 ICD implanted: (B)(6) 2018. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple shocks due to fracture on the right ventricular (rv) lead. Lead integrity alert (lia) was triggered and it was noted there was high threshold, high impedance and oversensing. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.